Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had a shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 09/17/2015 device evaluation: the pump has been returned to animas and evaluated on 08/26/2015 with the following findings: the pump¿s black box showed evidence of short battery life. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. During investigation, pump intermittently powered on with the returned battery cap. Low battery warnings were also received with a fully charged battery installed. The pump¿s current draws were within specifications. There was evidence of additional moisture contamination inside the pump on the motor flex connector and other associated electrical components.